Event description:
It was reported that the patient's right ventricular(rv) lead exhibited loss of capture. X-ray imaging showed that the rv lead was dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
Correction: field d6b was updated with correct explant date.